Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue with the device shutting down without a keypress was observed. The device's power management board needs replaced to address the issue.